Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that during the patient's first post-op visit it was discovered that the incision had not fully closed yet. The patient was taken into surgery for a quick procedure/pocket revision to do a superficial clean-up of the skin to prevent the risk of infection. The patient was released the same day and the issue was considered resolved. No further complications were reported.